Event description:
The manufacturer became aware of a user alleging the cord sheath was torn and the inside wires were exposed. The condition of the conducting wire was unknown. It was unknown if it was the ac power cord or the dc power supply. Additional information was received on 11/08/2021 revealing that the allegation was for exposed wires on the ac cord. There was no patient harm or injury. The power cord was received for evaluation and it was confirmed that the broken portion around the root of the ac power cord end that plugs into the power supply was broken and had one of the core wires partially exposed. The service technician confirmed the exposed wire had no conduction. There was apparent wear to the power cord which resulted in the breakage/disconnection. Product labeling warns the user to "periodically inspect the power for signs of wear and damage and to replace the power cord if necessary." The manufacturer concludes no further action is necessary.